Manufacturer narrative:
Summary of event: as reported, during a procedure involving a lesion in the portal vein, an advance 35 lp low profile balloon catheter ruptured upon the first inflation. Access was obtained in the jugular vein. A cook 10 french sheath was used during the procedure. No calcification, tortuosity, or angulation was noted. The balloon was inflated with an unknown inflation device to six atmospheres when the device ruptured. The balloon was removed by itself, and a cook advance 35lp 7mm balloon was used instead to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. There is objective evidence to support that the device was manufactured to specification. The product IFU states: ¿the balloon is manufactured from an extra-thinwall, high-strength, minimally compliant material. Particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations. Adhere to balloon inflation pressure parameters indicated in the compliance card insert. Refer to label for further information. Use of a pressure gauge is recommended to monitor inflation pressures.¿ cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause for this complaint could not be determined; however, there was no evidence to suggest manufacturing issues caused this issue. Possible causes for this complaint include procedural issues or patient anatomy. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure involving a lesion in the portal vein, an advance 35 lp low profile balloon catheter ruptured upon the first inflation. Access was obtained in the jugular vein. A cook 10 french sheath was used during the procedure. No calcification, tortuosity, or angulation was noted. The balloon was inflated with an unknown inflation device to six atmospheres when the device ruptured. The balloon was removed by itself, and a cook advance 35lp 7mm balloon was used instead to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.